Event description:
It was reported that the arctic sun device worked correctly, but with the calibration test unit (ctu) (B)(6), at step 22 of the calibration, after about 5 minutes, the screen was black, but they could hear the touch screen working. They changed the calibration test unit (ctu) by other and did the same. The calibration did not save.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device worked correctly, but with the calibration test unit (ctu) dybsz001, at step 22 of the calibration, after about 5 minutes, the screen was black, but they could hear the touch screen working. They changed the calibration test unit (ctu) by other and did the same. The calibration did not save.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.